Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse: determined that sample 1 (s1) mix test recovered out of specifications; replaced the horizontal and vertical belts; performed alignments, and ran quick check, mix test and quality controls, which resulted within acceptable ranges. The cause of the discordant, falsely low co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.